Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient receiving fentanyl (200 mcg/ml at 42.02 mcg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and failed back syndrome - other. It was reported that the hcp wanted to replace the patient's pump in (B)(6) 2019 but the insurance denied the replacement. The patient started to get less effect with their therapy dose starting in (B)(6) 2019. He also reported that in the last couple of months he "has gotten more than 10% back at the refills." He was planning on troubleshooting the system at the replacement. The replacement was now approved and scheduled for (B)(6) 2019. They wanted to program the pump to off state to stop the empty pump alarm and they were not going to fill the pump. Therapy had been intentionally discontinued prior to the empty pump and the patient had been supplemented with oral medications. No further complications were reported.